Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported pain stimulation has not worked in a long time. It is still implanted but she is no longer using it. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was "not working", it stopped working, and was no longer functional. No symptoms were reported. No further complications were reported/anticipated.